Event description:
The hospital reported that, during a case, the clinician noted tidal volume inaccuracy and the unit was alarming tidal volume compensation locked and reverse flow. Ventilator of the pt was able to be maintained. There was no reported pt injury.

Manufacturer narrative:
Pt's data not currently available. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2122667-2013-00005.